Manufacturer narrative:
H2, h6. The reported 4.5 mm pk sa healicoil anchor system, used in treatment, has not been returned for evaluation, however a photograph was supplied. Visual assessment of the photograph confirmed the reported complaint. One of the two inserters has broken at the weldment. The break area appears to be splayed at the distal end of the inserter shaft. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: the insertion site not prepared with the recommended smith & nephew instrumentation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a rotator cuff repair surgery, the healicoil pk anchor broke upon insertion. All pieces were retrieved from the patient with graspers. The surgery was completed with a back-up device that was used in the same bone hole. Surgery was not significantly delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.